Event description:
- -

Event description:
Boston scientific received information that this right ventricular lead displayed noise resulting in oversensing. During a device replacement procedure, this lead was removed and replaced. Visual inspection revealed insulation damage that was thought due to the abnormal placement and bending of this lead's position the pacemaker pocket. This did not result in asystole. In addition, it was thought this issue contributed to the device battery depleting more rapidly than expected. This lead will be returned for analysis. No adverse patient symptoms were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed five severed lead segments were returned. Body fluid and blood were noted throughout all lead lumens. Two trilumen insulation abrasions were noted on the distal of the yoke at 113--119 and 138-144 mm from the terminal pin. Analysis concluded that these abraded regions would have been located within the pocket area. Due to the location and type of damage analysis concluded this damage was likely due to lead on lead and/or lead on can contact coupled with some type of movement and may have contributed to the reported clinical allegation.

Manufacturer narrative:
(B)(4).